Manufacturer narrative:
(B)(4). Added additional information: stack pressure. The analysis results found that the mcm30 device was returned with the stack pressure in bad condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, the device was cycled and it fed and formed seventeen clips as intended; however, an intermittent feeding issue occurred and the lockout mechanism would not activate due to the stack pressure condition. The instrument was disassembled in order to evaluate the condition of the internal components and no anomalies were noted; no conclusion could be reached as to what may have caused the stack pressure incident.

Event description:
It was reported that during an unknown procedure, some clips did not come out. Another device was used to complete the case. There were no adverse consequences to the patient.